Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to the screw pulling through the articular surface into tibial baseplate loosened.

Manufacturer narrative:
Eval summary: no product was returned for eval. X-rays from 2009 were returned for review. Based on the fact that the pt was revised in 2009, all of the x-rays are after revision for the loose locking screw. The returned x-rays do not show any radiographic evidence of articular surface disassociation. There was no evidence in any of the x-rays that would indicate that the stem extension has loosened from the tibia plate either. Two torque wrenches that the surgeon uses in his lcck surgeries were also submitted for review. The two 95 in-lbs deflection beam torque wrenches were measured 3 times each on dial torque cage, which was documented to be currently with calibration. A review of the condition of the torque wrenches prior measurement found the wrenches to be in overall good condition. A teleconference was held with the sales rep & sales manager for the surgeon to review the surgical technique that the surgeon utilizes. During the conversation it appears that the surgeon impacts the stem extension 3 times when the surgical technique states only 1. In the technique it warns that more than one impaction may loosen the taper connection. Six months later, a zimmer brand manager will be meeting the surgeon to review the surgical technique and to resolve the issue. Based on the info gathered concerning this technique used by the surgeon and the evaluation of the torque wrenches, a probable contributor maybe user error. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.